Event description:
It was reported placement of this femoral filter as a prophylactic measure for a surgical candidate with deep vein thrombosis was successful and uneventful. Two days post-placement, a central line was placed without the aid of fluoroscopy. Following central line placement, removal of the guidewire met with resistance. Reportedly the guidewire was lodged within the filter and removal attempts resulted in pulling the filter cephalad into the right atrium. The filter was successfully removed via an open heart surgical procedure. Another filter was not placed and the pt is currently being monitored while recovering from the surgical procedure. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for this device was not provided, a device history search could not be performed. Although co's follow up indicated this filter might have migrated following placement, no migration could be confirmed. Co believes placement of this central line without the aid of fluoroscopy may have contributed to this event. However, co is unable to determine the exact cause for this event.